Manufacturer narrative:
H3 other text : pending outcome of the final investigation.

Event description:
A ventilator was returned to the manufacturer for service and a system board error code was found in the error log. There was no harm or injury reported. The manufacturer's investigation is still ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service and a system board error code was found in the error log. There was no harm or injury reported. The manufacturer's investigation is still ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's passed all the setting.